Event description:
Acct reports "upon attempting to puncture the adapter with the pre-filled ns syringe, it breaks and blood is rapidly leaking from break site putting the nurse at a much higher risk of exposure". Noted septum deviated at one edge. No pt injury reported, injection site changed.